Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) where a magnet was placed on the internal fixture, converting the patient to a subcutaneous baha implant system.